Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent dislodged outside of the patient. When removing the 3.00x20mm taxus liberte stent from the non-bsc spring loaded touhy, the stent dislodged from the delivery balloon, outside of the patient. The procedure was completed with a non-bsc stent. No patient complications were reported. Patient status reported as "ok".

Manufacturer narrative:
Device evaluated by manufacturer - a visual examination found that the stent was returned separate to the stent delivery system (sds). Stent damage was observed with stent strut rows 1 and 2 slightly flared. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. The balloon section of the sds was found to have the stent impression on it and pillowing, indicating that the stent was crimped as per manufacturing process in the correct location during manufacturing. A visual and microscopic examination also identified that the tip was slightly flared. This type of damage is consistent with guidewire movement during attempted advancement. The remaining balloon sections of the device were visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent dislodged outside of the patient. When removing the 3.00x20mm taxus liberte stent from the non-bsc spring loaded tuohy, the stent dislodged from the delivery balloon, outside of the patient. The procedure was completed with a non-bsc stent. No patient complications were reported. Patient status reported as "ok".